Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.33 on a (B)(6) male patient presented in the ER with chest pain. The customer states that return product is available for investigation. Date: (B)(6) 2016, method: I-stat, time: 13:02, result: 0.33, comments: positive; (B)(6) 2016, beckman, 13:52, <0.03, negative; (B)(6) 2016, I-stat, 14:11, 0.00, negative; (B)(6) 2016, I-stat, 14:32, 0.00, negative. Apoc has determined that the positive result with a negative result on I-stat approximately 69 minutes later suggests that this is not a typical performance of the assay. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 02/08/2016. Customer returns and retain product was tested and are functioning according to specification.

Event description:
Na